Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -10.5/2.0/090 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The patient experienced excessive vaulting. On (B)(6) 2021 the lens was exchanged with a shorter length lens and this resolved the problem. The cause of the event was reported as unknown.